Manufacturer narrative:
The customer reported complaint of the keypad being replaced due to defective down arrow, enter and cancel keys was evaluated. The keypad was confirmed to have various faulty keys. The front case keypad was returned inside a plastic bag. All parts inspected are manufactured by bd. External and internal inspection was performed on. During internal inspection, broken traces were found near connector. During external inspection, the keypad was in good condition with some slight wear on the display, no other issues observed a maintenance keypad test was performed and there were various faulty keys. Review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 02/02/2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/26/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage at the connector. The cause of the keypad trace damage is unknown. H3 other text : only keypads were provided for the investigation.

Event description:
It was reported that pcu keypad has a defective down arrow, enter and cancel key. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that pcu keypad has a defective down arrow, enter and cancel key. There was no patient involvement.